Event description:
The valve was abandoned at implant due to reported central regurgitation. Intraoperative product inspection noted one leaflet seemed to lack flexibility and demonstrated incomplete coaptation. The device was replaced during the case with no pt complication reported.